Event description:
The customer alleged that the unit was leaking what appeared to be their resert disinfectant (a yellowish color). They did not report any errors for overflow of disinfectant and confirmed that the leak was not coming out of the overflow tube. There were no reports of injuries. Asp service was dispatched.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the customer site to repair the customer property. The fse found the fluid leaking from the washer. The fse replaced the skinner valves and confirmed that the unit meets manufacturer specifications. Investigation is pending for the part that was returned. Additional information will be submitted on a supplemental report.

Manufacturer narrative:
Correction - device manufacture date: 11/2005. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and no issues were noted. The service and complaint history for six months shows this unit has not observed any significant trend. Trending analysis for the problem "fluid leak" was reviewed and the trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes and the overall risk numbers (rpn) below the threshold of 100. The leak issue was resolved by replacing one of the skinner valves. The trending shows that the failure is not significant and the risk associated with the failure is low.